Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot or batch number of the device available? No. What were the indications for surgery? Typical indications. Were there any issues experienced with the device in the procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Senior surgeon, with a lot experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the green zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Donuts were completed and closed. Was a complete transection of the cutting washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Pneumatic test and the result was negative. Can operative notes, or an autopsy report be provided? No, I do not have any information. How was the leak identified? In the suture line on anastomosis. What was the emergency surgery? The first was not, the second was because of the leak. What was observed at the site of the leak upon reoperation? A fluid emerging of suture line. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed? First at the sewer system and then diagnostic imaging and then the patient was reoperated. Has a cause of death been determined? I do not have that kind of information. Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Not the mainly cause but it triggered the following events that provoked patient´s death. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Yes, he will not have any problem. Attempts are being made to schedule a call with the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that two hours after the low anterior resection procedure, using a cdh33a in the anastomosis process, the patient had a filtration in the anastomosis site. A new emergency surgery was done, but eighteen hours later the patient died. The patient had systemic complication and death.